Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) failure that occurred on may 08, 2019. The device image contained evidence that the device underwent a MRI scan, which shows the root cause of the por and resulting bvvi operation was due to MRI exposure.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an MRI without being put into MRI safe mode. The device went into back-up vvi mode. A device image was received for further investigation. A download was not performed due to an unrecoverable condition. Atp therapy and charging was occurring when the device went into backup mode. Device was explanted and replaced. Patient¿s condition was stable during and post-procedure.